Event description:
Pt's meter would not power on. Pt did not have any symptoms at the time of the concern. Pt tested on another meter, however, they could not recall the reading. Pt did not seek any medical care from a health care professional. There was no adverse event or serious injury. The customer service representative walked pt through checking that the batteries were good and they were correctly installed (positive + side up). The meter was replaced due to an unresolved power issue.